Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was mostly black, blocking the graphics and text. Customer's blood glucose was 160 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.